Event description:
It was reported that the patient noticed her stimulation from their implantable neurostimulator (ins) system was no longer "pulsating" after use of an electronic chair lift to get up to lay down in bed. She then was able to turn her stimulation up and felt the stimulation and stated that when sitting back in the electric chair she noticed no change in her stimulation settings. The patient was on program 2 at 2.1 amps and was increased to 2.6 amps. The outcome of the event was reported as resolved. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3889-28, lot# v948369, implanted: 2012 (B)(6), explanted: na. Programmer: model 3037, serial# (B)(4). (B)(4).